Event description:
Additional information was received and it was reported that there was extensive scar tissue around the damaged catheter. They were unable to dissect and free the catheter for removal so the damaged catheter was left in place and capped. The device system was also delivering fentanyl. The severity of the event was noted to be ¿mild¿.

Event description:
It was reported that despite drug rate increase, patient reported no improvement in pain. Drug rate was increased on (B)(6) 2013, and on (B)(6) 2013; however, patient reported no perceptible difference. Diagnostics were done via fluoroscopy on (B)(6) 2013 wherein leaks seen at 3 different places on the catheter. Catheter fracture was additionally indicated. Catheter replacement was done on (B)(6) 2013 and patient outcome was noted as resolved without sequelae. Drugs delivered via the device were clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies.

Event description:
Additional information received from a healthcare professional via a clinical study reported the cause of the catheter damage was unknown.